Manufacturer narrative:
Patient codes: 2199 labeled na. Device codes: 2524 labeled. Internal file number (B)(4). It was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. Correction: method code 4114 was removed and code 4116 and code 10 were added. Results code 3243 was removed and code 3221 was added. Conclusions code 4307 was removed and code 50 was added. Correction: patient code 2645 removed and replaced with 2199; added device code 2524. Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported material deformation was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. The reported difficulty removing the protective sheath could not be tested as the protective sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. The reported material deformation could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: resistance met with the anatomy during advancement and the sds could not cross the target lesion. The sds was removed from the patient, and the stent was observed to have misaligned struts. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mid circumflex with mild tortuosity and mild calcification. Resistance was felt during removal of the protective sheath of a 3.0 x 38 mm xience alpine stent. The distal edge of the stent was observed to have misaligned struts [flared]. The stent was not used and an unspecified device was used to successfully complete the procedure. There were no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was retained by the hospital and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. In addition, the reported material deformation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.